Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 20 mg/dl and 30 mg/dl. Reportedly, an emergency medical technician (emt) was called as the customer was unresponsive and incapacitated. The emt treated the customer with a intravenous fluid and a glucagon injection. The cause of the low bg level was unknown. Reportedly, without the customer consulting a healthcare provider, the customer changed the basal rate in attempt to control the low bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017 by cgm. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.